Event description:
The customer reported that on (B)(6) 2011 erroneous white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb) and platelet (plt) results without instrument generated flags, were generated on a coulter lh 500 hematology analyzer for one patient sample. The initial, erroneous results were released from the laboratory however there was no report or death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat testing on another instrument, the patient sample produced results that were considered valid, and were reported outside of the laboratory. The patient was redrawn and the sample was tested on the coulter lh 500 hematology analyzer and another instrument. The original sample was also retested. Repeat testing of the original patient sample, and initial testing of the second patient sample, on both instruments generated results that were comparable, across instruments and across the samples, to the repeat result that was previously regarded as valid. The samples were drawn in 4.0 ml anticoagulant sample tubes that was stored refrigerated and tested at room temperature. The repeat testing of the original sample occurred four days after collection. The instrument's quality control results were within the customer's established ranges during the timeframe of this event.

Manufacturer narrative:
Beckman coulter inc. Personnel reviewed the blood sampling valve (bsv) and needle cleaning procedures with the customer. A review of both initial and redrawn samples results indicated that they repeated with similar results to the correct run with the exception of the initial sample repeat mean corpuscular volume result which was impacted by the age of specimen (4 days). Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) found no instrument problems. A definitive root cause for this event has not been determined to date.